Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. The fse was able to confirm the problem from the error log. The issue was reproduced while trying to perform a cup transfer test. The issue was resolved by aligning the incubator to cup pickup assembly and tightening the set screws on incubator and incubator belt assembly. The instrument software was upgraded to software version 2.54. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 12jan2020 through aware date 12feb2020. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section 12 flags and error messages states the following: 4153 c.trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. 2160 c.transfer not detected cup. Cause: the cup sensor s063 failed to detect the cup before it was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The probable cause of the reported event was due to the misalignment of the incubator.

Event description:
A customer reported getting error message 2160 c. Transfer not detected cup on the aia-900 instrument during the daily background check run. Technical support (ts) confirmed that the customer had standardization (std) cups on the sorter and that the waste chute was not backed up. The customer cleaned the sample probe and tried the background check run again per the ts request. The instrument started to perform the background check run yet gave the same error. Ts had the customer check for dropped test cups and remove them, customer attempted the background check run again, error 4153 c trans home overrun occurred. The customer rebooted the instrument and tried to run a background check again; error persisted. The customer observed that the std cup is not dropping straight into the waste chute. A field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting intact parathyroid hormone (ipth) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.

Manufacturer narrative:
Correction: 13 month review date changed from (B)(6) 2020 to (B)(6)2019.a 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2019 through aware date (B)(6)2020. There were no other similar complaints identified during the review period.